Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, the mega suturecut needle driver instrument was noted to have broken wires. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cable was frayed at the distal clevis pulley. Engineering also found the grip cable was derailed. The distal pulleys had scratches on the surface. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.